Event description:
It was reported by the representative that high impedance was detected on a system diagnostic test and that the patient had experienced no known adverse events related to the high impedance. It was also reported that there was no known trauma or manipulation that contributed to the high impedance. No further relevant information has been received to date.

Event description:
It was later reported that the patient had underwent a full revision. The suspect product has not been received to date.

Event description:
The manufacturer was informed that product return is not possible.

Event description:
It was reported that high impedance was detected on the patient's generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.